Event description:
It was reported that a pt underwent a sling procedure on an unk date. Approx two weeks post-operatively, the pt was found to have a mesh exposure which was noticed on a follow-up visit. The pt was treated with estrogen cream and re-scheduled for follow-up approx four weeks later. Upon a second follow-up, the mesh exposure remained. In 2007, the mesh was successfully excised.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l; info be obtained, a supplemental 3500a form will be submitted accordingly.